Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (without original packaging) used bulb evacuator attached to a broken tubing, which was attached to a broken flat drain. The tubing was broken 0.419" from the flat drain while 2.7765" of the flat drain was broken off and not returned. Broken drains and tubes are out of specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: do not bypass/inactivate anti-reflux valve. Important:" correction: concomitant medical products, device evaluated by MFR. Patient code: 2564.

Event description:
It was reported that the hubless silicone flat drain broke off in the patient. The patient required additional surgery in order for the broken piece to be removed. Per additional information received on the medwatch on 05-feb-2019: the drain was placed during a lumbar fusion. Two days after the procedure, the physician was removing the drain and the drain broke. The surgeon noted that the drain was not near any suture.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the hubless silicone flat drain broke off in the patient. The patient required additional surgery in order for the broken piece to be removed. Per additional information received on the medwatch on 05-feb-2019: the drain was placed during a lumbar fusion. Two days after the procedure, the physician was removing the drain and the drain broke. The surgeon noted that the drain was not near any suture.